Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient is having an MRI due to a potential stroke, altered mental status, and a fever. It was noted that it is unknown if the reported symptoms are related to the device/therapy; however, the MRI was stated as being unrelated. The hcp also noted that the patient has a history of dementia and parkinson's.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.